Event description:
The reporter stated a plate silicone lens model aa4204vf tore upon insertion and the posterior capsule tear occurred when the lens was inserted. A vitrectomy was performed and there were no other pt injuries. The reporter stated the cause of the event was unknown and the lens was removed in pieces. An msi-tr injector and mtc-60c fp cartridge were used, but the lot numbers were unknown. The reporter said the lens was lost so it will be not be returned.